Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction was observed during initial testing. However, the reported problem could not be duplicated. The system board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "system fault 36" message. Then the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.